Event description:
The clinic reported the following event to the french ca ansm : "the rod of the device fractured during use."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving a universal cement restrictos was reported. The event was not confirmed. Device history review: the reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the reported lot ID. Conclusions: the exact cause of the event could not be determined as information such the operative report and the device are needed to complete the investigation for determining root cause.

Event description:
The clinic reported the following event to the (B)(4): "the rod of the device fractured during use."